Event description:
The patient reported impaired healing and was instructed to leave the incision covered and dry for four days. On (B)(6) 2025, the patient was then instructed to leave the incision open to air for the next week before evaluating the wound again and starting therapy. The patient was seen by the physician on (B)(6) 2025 where another dressing was placed over the incision and it was noted the incision was looking better but still not healed. Additional information was received on may 05, 2025. The incision is looking better. However, it is still not completely healed. The physician instructed the patient to keep the incision clean and dry and they will follow-up on (B)(6) 2025. As of (B)(6) 2025, the patient had a telehealth appointment and it was noted the incision was looking better and they were cleared to wear the device.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and improperly closing the surgical site have been ruled out as potential root causes. Additionally, multiple tunneling attempts and using inappropriate tools have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.